Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Customer states that his normal range is usually about 160 mg/dl. Customer stated at one point the meter read 29 mg/dl when the clinic meter read 147 mg/dl. He was feeling fine when meter gave a 29 mg/dl. No adverse event reported.